Event description:
It was reported during inspection for use, the high-definition lcd monitor was not getting an image on the monitor. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The customer contacted olympus technical assistance support (tac) via phone. Tac instructed the customer to move the cable from sdi to video input on the back of the monitor, then go to the front and change the video input to composite. After this was done the customer started to get the image. The finding was the unit was not wire correctly. The entire system is now working fine. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was provided by the customer: the event occurred during diagnostic colonoscopy procedure that was completed with the same device without any delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, h6. Corrected fields: d10, e3. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.